Event description:
Used this balloon with a 6fr x 45cm destination sheath. Despite deflation of the balloon under fluoro and keeping it under suction with inflator, the balloon broke in the mid point.